Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized after receiving 7 shocks. Upon review, a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were noted to have previously been high, now greater than 145 ohms. Upon interrogation, this ICD was noted to be at end of life (eol). This ICD was explanted and replaced and rv lead surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was hospitalized after receiving 7 shocks. Upon review, a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were noted to have previously been high, now greater than 145 ohms. Upon interrogation, this ICD was noted to be at end of life (eol). This ICD was explanted and replaced and rv lead surgically abandoned. No additional adverse patient effects were reported.